Event description:
It was reported that the pin of the driver broke during surgery, outside the patient . There was no delay in the case. The procedure was finished with the same device, the doctor held the pin in the driver with his hand.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. According to clinical/medical investigation it was reported that the pin driver was damaged during the surgery; however, the surgeon was able to successfully complete the procedure with the same device without delay or patient injury.no pieces fell into the patient and the surgeon was satisfied with the surgical outcome. Based on the information provided, the root cause of the damaged device could not be concluded. No patient injury and/or impact was reported other than the slightly modified surgical procedure to complete the procedure. Therefore, no further medical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints .at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles.a review of risk management files and the instructions for use found that the reported failure was documented appropriately.probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.